Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device was not powering at all.there was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
This report is based on information provided by philips bench technician with an investigation documented by philips complaint handling. Philips received a complaint on the dfm100 indicating that the device was not powering at all. There was no patient involvement at the time the issue was discovered. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Analysis was performed by bench technician. Technician found that the therapy receptacle was damaged, so technician replaced the receptacle and did the test. But the reported problem cannot be reproduced. Technician replaced the power module, battery board, som pca and processor pca. Then technician found that the device will not power on when I/o cable is plugged into processor pca. It was confirmed that the I/o assay was defective. Based on the results of the analysis provided by customer, the cause of the reported problem was due to the defective /o assy (with I/o pca). The issue was resolved by replacing the /o assy (with I/o pca) and the product is back in service. Battery board assy was returned to fa lab for failure analysis. The pca passed all tests during op check and general testing. It is concluded that no fault found for the battery board assy.